Event description:
Red heart alarmed, controller changed out. Hep gtt and hospitalized. Ramp echo done. No evidence of obs. Spring was broken on perc lead of his backup controller. Both controllers sent to thoratec for review. No fx or breaks in perc leads.